Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: fold creases, wear abrasion and two curved openings. A leak test was performed which identified openings. A microscopic analysis was performed which identify: one sharp opening and one opening striated. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment is: one sharp opening assessed as unidentified (tear) opening. One opening striated assessed as surgical damage. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side ¿deflation¿. The device has been explanted.